Event description:
Customer alleged "nurse caught her fingers in-between the right head siderail and an infusion pump. The nurse claimed that the bed operated independently after pressing the head up function. Customer alleged the nurse was injured, but account would not release any info.

Manufacturer narrative:
The hill-rom technician performed an operational check of the bed and noted no wrench service codes and no led codes present on p.c. Board all cables were inspected with no sign of damage. The technician could not duplicate any phantom operation.